Event description:
It was reported that at implantation, the analyzer showed good values. When values were checked by the programmer, the lead impedance was 2000 ohms bipolar, and 1871 ohms unipolar. The pocket was opened and impedance was measured once more by the analyzer, which showed a value of 1800 ohms. The physician elected to replaced the lead.

Manufacturer narrative:
Na